Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an artrodesis forefoot surgery the surgeon pulled out one 16 and one 18 millimeter screw (ar-8933-18s, lot: 15225963), but they were both 16 mm screws in this case. It was wrongly marked. The surgeon used one of the 16 mm screws and threw away the other (ar-8933-18s, lot: 15225963), as it had already been in the wound. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation could not be confirmed, as no images were submitted for investigation. However, based on the available information ¿ including the event description and field input ¿ arthrex has determined that the most likely cause is a manufacturing issue.